Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user handling of the device leading to a leakage/water invasion at the biopsy port. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, angulation, e315 (scope error) code and check for water invasion with the evis exera iii colonovideoscope. The event was found during reprocessing. There is no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e315 (scope error) code was confirmed, due to water invasion. In addition, ethylene oxide port label was missing. Radio frequency identification label was peeling. The biopsy channel was leaking. Plastic distal end cover had a dent and scratches. Plastic distal end cover glue was cracked. Light guide lens was chipped. Insertion tube had minor scratches. Bending section cover had fluid invasion. Bending section cover glue was cracked. Light guide tube had buckled. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.